Manufacturer narrative:
The device was received by the manufacturer, however the overheating condition could not be replicated because the device would not power up. Internal components were evaluated, and there was evidence of the device overheating. A total rebuild of the device was required to fully repair the drill. The device was repaired and returned to the user facility.

Event description:
It was reported that the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.